Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an unidentified alarm. The customer was hospitalized for a high blood glucose level and diabetic ketoacidosis. The customer was treated with electrolytes, intravenous insulin drip and then insulin pens in combination with the pump. There was no permanent damage. The customer was discharged 5 days later.